Manufacturer narrative:
Corrosion damage and broken internal components were identified as the probable cause of the device overheating.

Event description:
The micro sagittal saw was sent for eval because smoke was coming out of the device during testing. There was no pt involvement; no adverse event was associated with the device.